Event description:
On (B)(6) 2012 the reporter, the patient's daughter, contacted animas to report that since (B)(6) 2012, the patient obtained elevated blood glucose readings ranging from 478 mg/dl to 530 mg/dl. The patient experienced the symptoms of sleepiness and no appetite. The patient took correcting bolus doses of insulin via the pump; she did not seek any medical attention. Troubleshooting revealed all pump settings, programming and date/time were correct, and there were no issues with the infusion set of infusion site. There was no evidence the pump was not accurately and correctly delivering insulin. However as the patient suffered blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 09/11/2012-device evaluation: the pump has been returned and evaluated by product analysis on 08/14/2012 with the following findings: there was no data available in the pump from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.